Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No failed battery test alarm was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners and a cracked belt clip slot.

Event description:
It was reported that the customer received a failed battery test. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.